Event description:
It was reported that an abnormality in the shape of the preloaded extended depth of focus intraocular lens' (iol) surface was observed when the iol was examined using a slit lamp. The account also reported that even after one year, there was no improvement in the patient¿s vision. The preoperative visual acuity was 0.3 and the patient's visual acuity at 1 year postoperatively was 0.5. Through follow-up, we learned, that the patient is a 77 year-old female. No further information was provided.

Manufacturer narrative:
Section d6b - explant date: not applicable, lens remains implanted, therefor not explanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.